Event description:
Femoral head would not enter the pivot bipolar cup.

Manufacturer narrative:
The inability of the surgeon to assemble the pivot bipolar cup with the cocr femoral head was a result of the retaining ring having been assembled upside-down within the pivot bipolar cup assembly. When the ring is upside-down there was not enough clearance within the internal diameter of the ring to enable the 22mm head (22.2mm nominal) to seat within the bipolar cup.